Manufacturer narrative:
Device evaluation: analysis of the returned device identified: underweight and opening on radius. A visual and microscopic analysis was performed which identifies: opening sharp, stress marks, opening striated and creases flat. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp opening on radius due to a surgical impact opening. A striated opening due to surgical damage consist in the use of some surgical tool.

Event description:
Device was explanted. Additionally, healthcare professional reported "breast pain" and "cosmetic breast deformity".

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. Reason for reoperation is a rupture.

Event description:
Healthcare professional reported a left side rupture. Device remains implanted.